Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, g3, g6, h1, h2, h3, h6, h11 the following section was corrected: h4 proposed annex g code: mechanical (g04) - stem d10: cat: 110031424 lot: 66179113 standard 36mm diameter bearing no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device is used for treatment. Reported event was confirmed by review of radiographs. Review of the available records identified the following: initial implant fit and alignment were normal with subsequent dislocation. No implant loosening. Bone quality is unremarkable. Subsequently, there is malalignment due to dislocation. No other abnormalities. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, d10, g3, g6, h1, h2, h6, h11. D10: cat: 115310 lot: j7513659 comp rvrs shldr glnsp std 36mm. Visual examination of the provided picture identified the stem has biodebris on it, showing signs of implantation. The bearing and humeral tray were also explanted and are shown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign- new zealand d10: cat: 110031424 lot: 6617911 standard 36mm diameter bearing unknown mini humeral tray customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised approximately three months post-initial implantation due to dislocation and subsidence of the humeral stem. No additional patient consequences were reported.